Manufacturer narrative:
One device was received for evaluation. Visual inspection found a lifted downstream occlusion seal, and a worn upstream occlusion seal. There was no evidence in the event history log. Functional testing was able to duplicate the reported problem. It was determined that the downstream occlusion seal was the root cause and was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device had a degraded downstream occlusion seal. There was no patient involvement, the product fault occurred during testing.